Event description:
The pt was implanted with herniamesh t-sling. Later, the pt experienced urinary retention, constipation, vaginal scarring, secondary prolapse, pain, extrusion, infection, bleeding bowel problems and organ perforation. An anterior/posterior repair with competitor's graft, placement posteriorly and lysis of sling were performed.